Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated this unit and found the inlet of helium regulator has two notches. As result of this notch helium leaked quickly. The fse replaced the high pressure regulator and high pressure transducer. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) helium cylinder was found empty. This event happened two days after the iabp is been used. There was no patient involvement and no adverse event was reported.